Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the positioning of the implant housing caused pain, which was tried to be resolved by re-positioning and medical treatment. After reposition surgery the device had migrated out of the cochlea, thus the device was explanted. This is a final report.

Event description:
It was reported that the user was reimplanted due to the electrode moving out of the cochlea. Reportedly, the user had a reposition surgery due to pain in the implant area. At activation after the reposition surgery the user could not hear anything.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user was reimplanted due to the electrode moving out of the cochlea. Reportedly, the user had a reposition surgery due to pain in the implant area. At activation after the reposition surgery the user could not hear anything.